Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set was pulled, and the t:lock became disconnected. Customer's blood glucose level was 153 mg/dl. The customer changed the infusion set to resolve the issue.